Event description:
Same case as MDR ID 2134265-2014-02174, 2134265-2014-02173. It was reported that a phrenic nerve damage occurred. A maestro 3000¿ cardiac ablation system pod and controller were selected for treatment. During procedure, a noisy fan was observed from the controller. Furthermore, it was noted that the pod had some loose components inside which caused a rattling sound. To ensure that the phrenic nerve was not in the area of ablation, the physician was pacing from a 4mm blazer ii htd ablation catheter. However, it was noted that an non-bsc stimulator was not pacing so the phrenic nerve was not captured thus the phrenic nerve was damaged causing breathing issues to the patient. The procedure was completed with another of the same device and the patient's breathing function has improved.

Manufacturer narrative:
Age at the time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).